Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013 that the sensor was removed on the date of insertion. The patient reported that the sensor wire appeared smaller upon removal. The patient reported that there was a slightly larger red mark at the site of insertion post removal, some bleeding when removed, and that the site of insertion stung for the entire day post removal of the sensor. No medical intervention was required.